Event description:
It was reported the patient experienced a loss of therapeutic effect and an increase in baseline pain. It was stated the patient's device was implanted for her foot, but she was now getting pain in the back and tried to change programs, but was unable. The patient stated "she may have irritated it a couple of years ago when she was putting up sheet rock," and the pain had been getting increasingly worse. The patient's foot pain was increasing as well. When the patient lifted her hand above her head in the shower, she would notice a jolt. The patient stated she hasn't felt stimulation for a while due to a series of other medical events. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).